Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the bathroom and stated that their head was hurting, then went to the floor. The patient started having low flows. The computed tomography of the head was negative. The patient was transferred to intensive care unit (ICU). Bedside echo showed an aortic root thrombus. The patient then started having chest pain, was shocked by the implantable cardioverter defibrillator (ICD), and went into ventricular tachycardia (vt) arrest. The flows went to 0 and was down for 40 minutes. Return of spontaneous circulation (rosc) was achieved with 3 lpm flowing around. It appeared that the log files captured low flow events and the estimated flow just above zero. The echocardiogram (echo) was performed based on the fixed speed changes and flows began to recover back into the 2-3 lpm range. It appeared that something was ingested into the pump circuit and may have passed through or possibly could still be in the circuit. The patient went for computed tomography angiography (cta) with runoff, thrombus found in renal artery but also has had ischemic stroke that turned hemorrhagic.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number mlp-037784, and the reported events could not be conclusively determined through this evaluation. The report of aortic root and renal artery thrombus could not be confirmed as no computed tomography (CT) images were submitted, and the patient remains ongoing. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The submitted controller event log file contained events on 11jan2026 from 04:18:19 to 06:58:55, per the timestamps. Persistent low flow alarms were captured in the beginning of the log file, with flow values averaging less than 1 liter per minute (lpm). The low flow condition appeared to have resolved following an increase to the pump speed setting. Additional transient low flow alarms were captured throughout the remainder of the log file. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including pump thrombosis, thromboembolism, stroke, and arrhythmia, that may be associated with the use of the hm3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.